Event description:
The physician was performing a peg insertion for presumptive motor neurone disease. It was reported that the gastrostomy tube separated while pulling the device through the abdominal incision. The detached component was immediately retrieved endoscopically. Another peg tube was placed two days later. The pt is reported to be in good condition. No additional details were available.